Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 11-jun-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of allergy to metals ("allergy to nickel/high degree allergy to nickel") and device breakage ("essure breaks in the moment of insertion") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with metal poisoning, device breakage (seriousness criterion medically significant) and complication of device insertion ("essure breaks in the moment of insertion"). The patient was treated with surgery (expected removal date is (B)(6) 2018 due to high degree allergy to nickel.). Essure treatment was ongoing at the time of the report. At the time of the report, the allergy to metals had not resolved and the complication of device insertion outcome was unknown. The reporter considered allergy to metals, complication of device insertion and device breakage to be related to essure. The reporter commented: consumer referred that physician who implanted essure did not include in his inform that essure broke in the moment of insertion. Expected removal date is (B)(6) 2018 due to high degree allergy to nickel. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts: allergy to metals: the analysis revealed 442 cases (excluding this case). Device breakage: the analysis revealed 2605 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/az/46012) on 11-jun-2018. The most recent information was received on 18-jul-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of allergy to metals ("allergy to nickel/high degree allergy to nickel") and device breakage ("essure breaks in the moment of insertion") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with metal poisoning, device breakage (seriousness criterion medically significant) and complication of device insertion ("essure breaks in the moment of insertion"). The patient was treated with surgery (expected removal date is (B)(6) 2018 due to high degree allergy to nickel.). Essure treatment was ongoing at the time of the report. At the time of the report, the allergy to metals had not resolved and the complication of device insertion outcome was unknown. The reporter considered allergy to metals, complication of device insertion and device breakage to be related to essure. The reporter commented: consumer referred that physician who implanted essure did not include in his inform that essure broke in the moment of insertion. Expected removal date is (B)(6) 2018 due to high degree allergy to nickel. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.